Event description:
Report received of a premature infusion complete alarm and an independent rate change. User facility mandatory medwatch received, which stated the following: at 2200 rn set volume to be infused on the plum xl3 for two hours worth of volume. 15 minutes later, the volume to be infused showed "complete." However, original volume of tpn was minus only 15 minutes worth of tpn infused. At 0530 the rate was 197 cc/hr and was corrected to 90 cc/hr. The pump was discontinued and bioengineering notified. A new 3-way pump was ordered but there was none available. There was a delay in the pt receiving their tpn until a new pump could be located. There was no apparent injury to the pt. The customer was contacted for further info. At 2200, the pump was programmed to deliver 3000 ml of tpn at 90 ml/hr for a duration of 2 hours on the primary line. The secondary line was set to deliver lipids at an unspecified rate. Reportedly 15 min later, the pump alarmed that the infusion was complete; however the remaining solution in the container indicated that "only 15 mins of solution was missing." Further programmed parameters were unspecified. The infusion was continued using the same device. Reportedly the next day at 0530, the rn found the pump delivering at 197 ml/hr instead of the intended rate of 90 ml/hr. It was unk how long the infusion was running at the unintended rate. The pump was removed from clinical service. There were no reported adverse pt effects & no medial interventions were required. Though requested, no add'l info was provided.